Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It was reported that the hemostatic valve on the vizigo¿ sheath broke and is leaking. The bwi representative cannot be more specific on what section broke/separated. They know that blood was coming out of the end of it, so the nurses worked quickly to replace it, given the patient was bleeding. The bwi representative is unsure if the hemostasis valve (gasket) broke into two or more separate pieces, or if it became detached from the sheath. No photo was taken. The sheath was being used on the patient. The nurses, physician, and bwi representative do not believe air entered the patient¿s body. This issue did not require percutaneous or surgical removal. The approximate volume of blood that was lost was a few milliliters. Replacing the sheath stopped the bleeding. The case continued. No adverse patient consequence was reported. Initially, it was reported that the patient¿s hemodynamics were compromised due to bleeding. Additional information was received on 13-jun-2022. Clarification was received and the bwi representative meant that they were bleeding through the sheath, and they had to stop it, and they lost a few milliliters of blood because of it. There was not an unplanned wound. The hemostatic valve leak issue was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
The device evaluation was completed on 26-jul-2022. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis insertion angle. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record review was performed for the finished device 50000110 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).